Event description:
It was reported that there were 1 to 2 ml of air in the line of a clearlink continu-flo solution set. This occurred while infusing acetaminophen in a 100ml glass bottle through a secondary set into the primary clearlink duo vent set. The reporter stated that the device was also being used with a sigma pump, and the infusion rate was 400ml/hr. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was discarded by the customer and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.